Event description:
Left total hip replacement done on 10/9/91. Revision left total hip arthroplasty on 1/25/96. Excessive wear of a liner in a total hip with severe osteolysis about the pelvic cup and some about the stem. There is a small amount of adherent soft tissue along the outer margin of the cup. A bright silver-colored metallic ball with a central channel representing the femoral head component of the prosthesis measures about 2.5 cm in diameter and a steel screw measuring about 3 cm in length and 0.5 cm in diameter is also included. There are eight flattened irregularly shaped fragments of ligamentous tissue ranging from 1.5 to 3 cm in maximum dimension and weighing 14 gm in aggregate. Two small fragments of yellow-tan soft grumous material, measuring about 0.5 and 0.7 cm in maximum dimension are also included with these components. Similar soft yellow-tan material appears to be incorporated within some of the tissue fragments. The specimen consists of a metallic acetabular cup with multiple holes, measuring about 5 cm in outer diameter and about 5 mm in thickness. There is a moderate quantity of soft, yellow-tan, grumous material and fibrous granulation tissue adherent to the sintered outer surface of the prosthesis. A portion of this material is also submitted for microsocpic examination. Microscopic examination revealed pieces of ligamentous tissue and synovium with a few embedded small bone sequestra. The tissues show extensive areas of proliferative fibrohistiocytic granulation tissue reaction and focal foreign body type granulomatous inflammation bordering areas of sclerosing collagenous fibrosis. Portions of the synovial tissues show hyperplastic stratification of the lining cells and large deposits of degenerate fibrinoid exudate. The tissues are very sparsely infiltrated by small numbers oflumphoreticular cells and no polymorphonuclear leukocytic inflammatory exudates are noted.